Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted which was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. No peculiarities were found. Further inspection showed cuttings in the insulation which occurred most likely during the surgery. During the analysis, no deviations were noted which may have led to the dislodgement of the lead. In particular, the helix could be fully extended and retracted and its length was within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to loss of capture and dislodgement. There were no adverse patient events reported. Should additional information be received, this file will be updated.